Manufacturer narrative:
Additional devices listed in this report: cat#: description: lot #: 626-00-46f, modular dual mobility insert, 54522504. 6570-0-128, delta v-40 ceramic head 28/0, unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Possible infection - 1 + 0 washout. Liner/insert/head removed. New mdm liner, insert, head implanted. Information submitted was everything from both hospital & surgeon, no further details.

Manufacturer narrative:
The lot information was provided for delta v-40 ceramic head: catalog: 6570-0-128 lot: 54914003. An event regarding possible infection involving an adm liner was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Possible infection - 1 + 0 washout. Liner/insert/head removed. New mdm liner, insert, head implanted. Information submitted was everything from both hospital & surgeon, no further details.